Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into multiple wall outlets. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) level was 96 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after continuing to charge the pump. The customer would continue to use the pump for insulin therapy.